Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were not reproduced during eval. Review of the event history log confirms the alarms. The door latches close, but with excessive force being required to close door. The device was reworked to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any pt involvement, injury or medical intervention is unk.